Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm misfired. Device was loaded properly, was unlocked, and when plunger was pressed, the seal did not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects..

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm misfired. Device was loaded properly, was unlocked, and when plunger was pressed, the seal did not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Patients date of birth is (B)(6). (B)(4). The hsk iii device was returned to the factory for evaluation. Signs of clinical use were and evidence of blood were observed. The delivery device was covered in blood. There was blood detected on the seal. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The seal was observed to be completely in tact with no signs of crack/delamination. No failures were observed. The blue slide lock was observed to be disengaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. The loading device was not returned. Based upon the received condition of the device, the reported failure ¿activation problem¿ is not confirmed.